Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400's mg/dl. A correction bolus via the pump was delivered in an attempt to lower the bg level. The customer was admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis (dka) and a bg level over 600 mg/dl. The customer was treated with an insulin drip. The bg level and dka were resolved. The customer was discharged on (B)(6) 2016. The customer did not think the pump was delivering insulin and a system check was performed using the current supplies on the pump. The pump was confirmed to be functioning as expected.